Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the balloon had difficulty inflating and deflating when inside the patient, though it was noted that the balloon was able to eventually fully inflate and deflate. The balloon inflated and deflated correctly when pre-tested and when tested again after the event outside the patient. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found that there were no issues noted to the device; the balloon inflated and deflated successfully. The physician likely experienced difficulty inflating and deflating due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the balloon had difficulty inflating and deflating when inside the patient, though it was noted that the balloon was able to eventually fully inflate and deflate. The balloon inflated and deflated correctly when pre-tested and when tested again after the event outside the patient. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.